Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). This supplement is being sent to add the medwatch number, (B)(4), to section h10.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
Event 1: as reported on medwatch (B)(4): patient's epidural catheter disconnected by tearing near the hub where it connects from the pump to patient. Insertion site was intact.